Event description:
Healthcare professional reported "multiple folds" and rupture. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "MULTIPLE FOLDS" AND RUPTURE. THIS RECORD IS FOR THE RIGHT SIDE. DEVICE HAS BEEN EXPLANTED.

Manufacturer narrative:
Device Evaluation: The device related to the reported events of rupture and crease / folding of implant was received on Jul 08, 2026, with lot number 2781495. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required:- Rupture: Observed broken device through microscopic inspection assessed as unidentified (tear) openingand missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process.- Crease / Folding of Implant: Observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process.None of the other observations performed during the device analysis (wear abrasion) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.Additional, Changed, and/or Corrected Data: D.9., H.2., H.3., H.6.